Manufacturer narrative:
(B)(4). Final analysis found an anomaly with the unit's power supply.

Event description:
It was reported that the power supply to the transmitter became hot, started smoking, and was unable to be powered on. The unit was no longer used.